Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was time of incident was 460 mg/dl, current blood glucose level was unknown and 260 mg/dl. The customer was treated with intravenous drips, insulin through bolus and manual injections. Customer reports the following symptoms related to their high blood glucose level like nausea dehydrated and headache. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.